Event description:
During a routine office visit, it was identified that this pt's port on her lapband was not working properly. The pt had gone on the visit to have her lapband tightened (or have more saline injected through her port to her band). Arrangements were made to surgically remove the port and replace it with a properly working one. The pt had this procedure in 2006, without any complications. The fractured port was retrieved and sent to risk management. This pt had this lapband with port placed for weight reduction purposes. The device can be inspected at our risk management office but will not be released to manufacturer.